Manufacturer narrative:
Subject guidewire was not returned to manufacturer. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that excessive bending force might be given and accumulated to the tip of the guidewire that was used in a knuckle wire technique, resulting the breakage due to the force exceeding the product design limit. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action.

Event description:
Reportedly, to treat an occluded target lesion at anterior tibial artery, subject guidewire was used and advanced with knuckle wire technique, during the crossing through the target lesion, tip of the guidewire got tangled. During the attempt of dissolution of the tangle, guidewire tip was broken off. Retrieval by snare was attempted, but failed. Procedure was continued with a new guidewire and poba was performed to revascular the lesion, and to fix the broken fragment against the vessel wall. No complication is reported with the patient.

Manufacturer narrative:
(B)(4)